Event description:
Device 2 of 2. Reference MFR report#1627487-2019-02102.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report#1627487-2019-02102. It was reported that post a fall (approximately a month ago), the drg leads migrated into the epidural space confirmed on x rays.. As a result, surgical intervention, was undertaken wherein the leads were explanted and placed at vertebral level l4. Therapy was restored post-operatively. It is unknown which lead migrated hence both leads are made reportable.

Manufacturer narrative:
The serial number was inadvertently reported in device #2 in the initial report. There is no serial number for the lead.

Event description:
Device 2 of 2; reference MFR report#1627487-2019-02102. Additional information received identified that the drg lead migrated at the level of t12 which was made reportable the t11 lead is made not reportable. Issue pertains to t12 lead.